Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and customer could not read the screen. Customer stated that insulin pump had no delivery alarm, buttons were non- responsive and diminished battery life. Tee insulin pump has to rewind multiple time after reservoir change and grinding noise during rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged charge/battery lasts than expected, rewind anomaly, no delivery, keypad unresponsive, missing segments, cosmetic damage located at the lcd window and these were found on 23 may,2022. Device passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the dat at 0.0872 inches. Keypad overlay was responsive and passed the keypad voltage test. No unexpected insulin flow blocks, rewind anomaly, no missing segments noted during testing. Device was successfully downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or on event date in history file and traces. Insulin pump was cut open to perform visual inspection and found¿ evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, broken belt clip rails, cracked case (battery tube), cracked belt clip rails, overlay scratched, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage. Charge/battery lasts than expected is not confirmed. Rewind anomaly is not confirmed. No delivery is not confirmed. Keypad unresponsive is not confirmed. Missing segments is not confirmed. Cosmetic damage is not confirmed at lcd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.